Manufacturer narrative:
Per email - representative with va office called in to report that the customer advised that the pump is not holding a charge. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per email - representative with va office called in to report that the customer advised that the pump is not holding a charge.